Event description:
Generator product analysis was completed and noted that the pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse condition found with the pulse generator. Lead product analysis was completed and noted five sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Also, the connector ring has scratches, most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. An abraded opening was noted on the outer silicone tubing. The outer and the inner silicone tubing have puncture and tear openings (most likely caused at explant) at lead body. The electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
Patient presented with high lead impedance. Patient underwent full revision (replacement of the lead and generator). No other relevant information has been received to date.